Manufacturer narrative:
(B)(4). A review of lot f1720905, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that a patient underwent uncomplicated cardiac catheterization. Hemostasis was achieved using the mynxgrip vascular closure device. Four (4) days post catheterization, the patient presented to another hospital with a local infection at the catheterization site, followed by continued oozing and a hematoma. The patient was diagnosed with mid aortic syndrome.

Manufacturer narrative:
Patient codes are being corrected. Complaint conclusion: it was reported that a patient underwent uncomplicated cardiac catheterization. Hemostasis was achieved using the mynxgrip vascular closure device. Four (4) days post catheterization, the patient presented to another hospital with a local infection at the catheterization site, followed by continued oozing and a hematoma. The patient was diagnosed with mid aortic syndrome. Attempts to gather further information have been unsuccessful. The product was not returned for analysis. Review of lot f1720905 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the reported information and without the return of the actual device, the event reported as hematoma could not be confirmed and the root cause could not be determined. Access site hematomas are a common procedural complication and are frequently related to stick technique, anticoagulation, blood pressure, adequate sheath removal technique and patient's compliance to decrease mobility of limb affected in order to promote coagulation. Patient and/or pharmacological factors are likely contributing factors to the hematoma reported. According to the product instruction for use, prolonged access site-related bleeding as a potential risk associated with femoral artery closure procedures. Furthermore, users are instructed to apply fingertip compression for up to 1 minute or as needed. If hemostasis is not achieved, apply additional compression as necessary. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.